Event description:
The customer reported the system failed to retrieve images with respects to their pacs system. No reports of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was replaced. Also, the software and system configuration data was reloaded. The system was tested and found to be working as intended, and put back into service.